Event description:
The patient reported that she experienced a blood glucose (bg) of 536 mg/dl with nausea. The patient stated that she was recently diagnosed with gastroparesis, which may have caused the nausea. She denied other signs and symptoms of hyperglycemia. The patient stated that on (B)(6) 2011 the pump began emitting occlusion alarms while she was attempting to deliver a bolus after she changed her infusion site. She stated that she was administering correction injections for the elevated bg. The patient reported that she changed the infusion set tubing three times since the issue began, but did not change the site. Customer support advised the patient to change the site. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.